Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the patient's right ventricular (rv) lead and they presented with diaphragmatic and stimulation. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.